Event description:
(B)(4). Began this on and off itching with no rash. It continued to be intermittent for about a year and half. It then became more intense and more and more frequent. Also in the past month, I have had a rash and hives to go along with the intense nonstop itching. I have also started having pelvic pain and heavy menstrual cycles that I have never had before. I have seen many specialist and taken many medications in an attempt to stop the itching. It is so bad that I hardly sleep.